Manufacturer narrative:
The insulin pump was received with button error alarm and no escape button response due to corroded keypad traces. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating a button error on her insulin pump. The customer's blood glucose was 68 mg/dl. The customer stated that she received a button error while she was at a restaurant. The customer stated that she was trying to bolus for her meal, and the alarm went off. The customer stated that she could not clear the alarm with the escape and act button. The customer stated that her sugar was low due to skipping a meal and eating late. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.